Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with varicies procedure performed on (B)(6) 2026. It was reported that during the preparation, when the handle was rotated the bands did not fire, then 3 fired at the same time. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment. Imdrf device code a150203 captures the reportable event of bands difficult to deploy. Block h11: investigation results. The speedband superview super 7 device was not returned for analysis. Due to the absence of the physical device, visual or functional evaluation could not be performed. No additional observations could be made beyond the information provided by the customer. The reported events of bands premature deployment and bands difficult to deploy could not be confirmed through product evaluation because the device was not returned. A risk review was completed and confirmed that both events are defined in the risk documentation and are documented accordingly. Product record review verified that the device met all manufacturing specifications prior to distribution and no abnormalities were reported during the assembly process. However, based on the limited information available and the lack of device return, it cannot be determined whether the issues were caused by procedural technique or by a potential device related malfunction. Therefore, due to insufficient evidence to identify a definitive cause, the most probable root cause for this event is classified as unable to exclude device problem.